Event description:
A customer reported that tandem charging cable was damaged and was no longer functional. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the damaged charging supplies using 2-day shipping.